Manufacturer narrative:
E2 (health professional): blank. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had purple/green image. The issue was found during an unspecified procedure. There were no reports of patient harm associated with the event.

Event description:
It was reported, the subject device had purple/green image. The issue was found during an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (r-unit) was broken and therefore, the image was green. Olympus will continue to monitor the performance of this device.